Event description:
Per an ir (interventional radiology) thrombolysis dated (B)(6) 2014, ¿interpretation: large filling defect in the apex of the ivc filter consistent with thrombus resulting in some flow limitation. Impression: the patient's existing ivc filter has been in place since (B)(6) 2012. The filter could not be removed because of persistent left leg deep vein thrombosis. However, it is possible that the filter could have played a role in the current episode of acute right leg deep vein thrombosis. It may be difficult to remove a filter that is in place for 2 years. However, once the current episode of deep vein thrombosis is resolved, an attempt at removal of the filter could be considered, unless a permanent filter is necessary.¿ per an ir (interventional radiology) thrombolysis dated (B)(6) 2014, findings: followup inferior venacavogram demonstrates widely patent right iliac vein and patent ivc though with a large filing defect in the apex of the ivc filter consistent with thrombus. This results in decreased flow velocity through this segment.¿

Manufacturer narrative:
The following allegations have been investigated: filling defect. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported filling defect is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via right common femoral vein due to deep vein thrombosis (dvt). Patient is alleging recurrent dvt and device is unable to be retrieved. Per an ir thrombolysis report dated (B)(6)2014, ¿extensive right leg deep vein thrombosis that extends from the upper femoral vein to the ivc. Thrombus is seen within the previously placed ivc filter but there is flow to the upper ivc.¿

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a4, b1, b2, b5, b6, b7, d1, d4, g5, h1, h4, h6. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: filter thrombus. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. 20 devices in lot. No other complaints on lots. Product is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 23mar2020: it is alleged that "on or about (B)(6) 2012 [pt] was implanted with a cook celect filter" patient outcome: additional information received 23mar2020: it is alleged that "[pt] is at risk for future progressive perforations by the cook celect filter which could further injure adjacent organs, blood vessels, and structures as well as the fracturing of the ivc filter and migration of the celect filter or pieces thereof. [Pt] faces numerous of health risks, including the risk of death. [Pt] will require ongoing medical care and monitoring for the rest of his life. It is unknown if the filter can be retrieved by any means other than an open surgical procedure."

Manufacturer narrative:
Manufacturer ref# (B)(4). The additional information provided for this complaint does not change the previous investigation conclusion submitted 28aug2019. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook ivc filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: it has not been possible to investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿unable to retrieve, recurrent dvt". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported recurrent dvt is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to categorization form: [pt] alleges: "coumadin therapy", "filter could not be removed due to persistent deep vein thrombosis", "recurrent deep vein thrombosis after filter placement". Patient outcome: [pt] alleges coumadin therapy. Hospital and medical records have been requested but not yet provided.